Event description:
It was reported that an a-port was implanted into a pt, site unk. The catheter "broke off from the port body" and as a result, the pt was taken to the or and while under fluoroscopy the a-port with detached catheter was removed. The date this event occurred is not nown. Arrow was made aware of the event on 6/8/06.

Manufacturer narrative:
Follow-up report will be filed when eval is complete.